Event description:
Resident's call light was "on." When c.n.a. Reached across bed with leg against bed frame and touched call light button, their arm (right) received a "pretty strong shock-stronger than static electricity discharge." Arm was sore, although less so, 5 days after. Bed tested by electrician in 2004 and showed 13.5 volts when frame touched. Other beds of same type show 11.5 volts. No malfunction found in call light system. Company sending new cord and motor although no damage was identified when inspected by maintenance staff.